Manufacturer narrative:
(B)(4). This customer reported that there was ECG artifact with the m3713a defib pads that prevented analysis of the waveform. There was no report of any negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that there was ECG artifact with the m3713a defib pads that prevented analysis of the waveform. There was no report of any negative pt impact.